Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was inspected before use with no issues noted. Left cag showed severe calcified critical stenosis of lm (b1, 90%), proximal to mid lad (c, 90%). After guide wire passage to the lad, pre-dilation of the lm to mid lad was performed several times using a 2.0 and 2.5 balloon, however sub optimal results were achieved and residual stenosis of 80% remained. The resolute onyx stent was intended for the lm to proximal lad, however the device could not pass the calcification of mid lad and the stent remained in the vessel. The stent dislodged from the delivery system and was deployed in the mid lad. The dislodged stent was not removed, it was reported that there was not enough time to remove it for the patient's condition, so another stent was used. Excessive force was not used. The inflation device remained on neutral pressure during delivery of the device no patient complications were reported. "Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."